Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for generator change procedure. During the procedure, the physician had difficulty unscrewing the set screw to remove the right ventricular lead. Once it was believed that the set screw was unscrewed, the physician pulled on the lead and the lead pin broke apart just beneath the header. The lead was capped and replaced without complications. The patient was stable during and after the procedure.